Manufacturer narrative:
(B)(4). Batch # m5397m. The vasecr35 cartridge was removed from the pve35a cartridge channel and visually inspected under magnification and appeared conforming and consistent with a cartridge having been fully fired (blue drivers were up and visible, and the sled was fully forward). No abnormalities were observed; therefore the vasecr35 cartridge was conforming relative to the expectations of having been successfully fired. The returned pve35a device performed consistent with the event description; all functions were conforming (such as open & closing, articulation & rotation of the shaft, and stapling & cutting). A test battery and cartridge were utilized to fire into a polymer test skin (the same as during manufacture), and visual inspection of the staples and cut line demonstrated conformance to manufacturing requirements. Again, no abnormalities were observed with a conclusion drawn that the pve35a device was conforming with respect to having been successfully fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but unavailable: were the issues with the staples noted across the entire staple line or just a portion?

Event description:
It was reported that during a right lobectomy procedure, the stapling was not set up on a branch of the pulmonary artery that was cut. This incident required the replacement of the device after a temporary clamping. A stapling was then made without too much loss of blood.